Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a tricuspid valve repair procedure. Upon interrogation after closing the chest, it was noted that the atrial lead exhibited decreased sensing and failure to capture. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.